Event description:
It was reported that the lead had a polarization change and the conductor coil was abandoned. It was also noted that the lead was implanted after the lead's use by date. Additional information is not currently available. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the lead had an insulation breach and the lead was programmed to unipolar.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
(B)(4).